Event description:
Representative reported being unable to interrogate this device. No lights were noted on the wand during attempted interrogation, and no change in pacing rate occurred when a magnet was placed over the device. Patient had not been seen in clinic for several years and last transmission to hmsc was in (B)(6) 2017. Device currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.